Event description:
It was reported that approximately 3 years post xience v stent implantation in the first diagonal artery, the patient experienced sudden cardiac arrest while taking a shower. The wife initiated cardiopulmonary resuscitation and paramedics were called, but due to the patient's living will, the patient was not transported to the hospital and died at home. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.